Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer stated the alarm occurred because their reservoir was empty. It was also found the customer's insulin pump powered off when the customer was not using the insulin pump. Customer also reported a battery out limit alarm when they inserted a new battery in the insulin pump. The customer's blood glucose was 103 mg/dl. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.